Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was observed but not duplicated. The device was put through extensive testing without duplicating the malfunction. It is important to mention that the batteries used during the time of the reported event were not returned for evaluation. The device's main board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.